Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap.chol. Event description: [translation] I find the clip applier not so good, it inserts very difficult into the trocar and you can't move it smoothly in the trocar. Clip doesn't always close well, sometimes the legs cross. The experience certainly isn't better only + is a little longer clip. Additional information received from applied medical representative via email on (B)(6)2021: no pressure was applied to the trigger while moving through the trocar. There was no clip loaded into the jaws prior to the device's insertion or removal. The surgeon held the blue handle in his hand when the device was inserted into the trocar. The trocar used in combination with the clip applier is applied medical's ctf03. Scissoring of the clip occurs frequently, at least 1 out of 2 interventions they see one or more clips scissoring and/or not closed at the end of the legs of the clip. No tissues or structures were damaged when the clips scissored, but the clip legs are not aligned, so not a secure closure of the vessel or biliary structures. The issue was resolved by placing an additional clip, which is sometimes only possible after removing the scissoring clip. The clip applier used in the surgery of (B)(6) 2021, will be returned, along with a scissored clip (was cut out by the surgeon to prove the issue). Intervention: the issue was resolved by placing an additional clip. Patient status: unknown.

Event description:
Procedure performed: lap.chol event description: complaint 1 of 3: 2021-002966 [MFR #2027111-2021-00806], complaint 2 of 3: 2021-003071 [MFR #2027111-2022-00315], complaint 3 of 3: 2022-000007 [MFR #2027111-2022-00322]. , [translation] I find the clip applier not so good, it inserts very difficult into the trocar and you can't move it smoothly in the trocar. Clip doesn't always close well, sometimes the legs cross. The experience certainly isn't better only + is a little longer clip. Additional information received from applied medical representative via email on 23-dec-2021: no pressure was applied to the trigger while moving through the trocar. There was no clip loaded into the jaws prior to the device's insertion or removal. The surgeon held the blue handle in his hand when the device was inserted into the trocar. The trocar used in combination with the clip applier is applied medical's ctf03. Scissoring of the clip occurs frequently, at least 1 out of 2 interventions they see one or more clips scissoring and/or not closed at the end of the legs of the clip. No tissues or structures were damaged when the clips scissored, but the clip legs are not aligned, so not a secure closure of the vessel or biliary structures. The issue was resolved by placing an additional clip, which is sometimes only possible after removing the scissoring clip. The clip applier used in the surgery of december 23, 2021, will be returned, along with a scissored clip (was cut out by the surgeon to prove the issue). Additional information received from applied medical representative via email on 21-jan-2022: no injury during this surgery additional information received from applied medical representative via email on 1-feb-2022: the clip was scissored. This was also visible in the attachments. The clip was also in the packaging with the clip applier. Intervention: the issue was resolved by placing an additional clip patient status: no injury during this surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clip. The complainant¿s experience of clips scissoring was confirmed based on the photo provided and the returned clip that was scissored. Visual inspection noted damage to the channel support assembly (csa), a metal component in the shaft. Functional testing was performed on the returned unit and some clips fired were observed to have misaligned legs. However, all clips loaded properly and closed completely. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.